Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported perforation of the left atrial appendage (laa) occurred. The patient was undergoing a laa closure procedure for two lobes. The watchman® access system and non-bsc pigtail catheter were correctly positioned in the most distal lobe. When the watchman® delivery system was inserted, the access system changed position to the anterior lobe, so the physician decided to reposition the access system and removed the delivery system. The pigtail catheter was re-inserted and perforated the laa which caused pericardial effusion and cardiac tamponade. The physician performed pericardial drainage and then the patient was sent to surgery to successfully close the laa. After surgery, the patient was sent to the intensive care unit for renal dysfunction and had a diuresis problem long after surgery. The patient died from septic shock during hemodialysis.